Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. The following batteries were reported however it is currently unknown which of these batteries were involved in the event, (B)(4). This is report one of three reports (3007042319-2015-03389, 03390, 03391) submitted for devices related to the same event.

Event description:
It was reported on (B)(6) 2015 that the patient visited the outpatient department due to renewed battery issues with power switching and some alarms "critical battery" alarms. Batteries were stated to have >25% of capacity during the event time. The switching was observed and confirmed by the vad coordinator. Patient had an elective controller exchange and all the batteries were replaced. It was stated that there were no effect on the patient and that the patient was doing fine the whole time. Log files were downloaded. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Bat200592 / catalog number 1650de / expiration date 09/19/2015 / returned on 12/07/2015 based on the internal investigation and field action, no additional investigation of this event is required at this time. (B)(4). Bat206237 / catalog number 1650de / expiration date 04/30/2016 / returned on 12/07/2015 based on the internal investigation and field action, no additional investigation of this event is required at this time. (B)(4). The most likely cause of the reported event was found to be a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-03389, 3007042319-2015-03390 and 3007042319-2015-03391) submitted for devices related to the same event.